Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03889. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent an interstim stage 1 and 2 placement on (B)(6) 2012, due to urgency of urination and urge incontinence. It was reported that the patient underwent a cystoscopy and removal of vaginal sling on (B)(6) 2012, due to extrusion of transurethral sling into the vaginal mucosa. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with debridement of exposed mesh and cystoscopy due to incontinence. No additional information was provided.